Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported vague complaints of leaks and defects leaking at the junction at the trifuse over the past several months. There was no report of patient harm.